Manufacturer narrative:
(B)(4). Batch # t93e89. Investigation summary: the analysis result found that the 5bb instrument was returned with the grasper shaft misaligned. No functional testing could be performed due to the condition of the device. It is possible that the damage was due to an improper handling of the device. A manufacturing record evaluation was performed for the finished device lot/batch number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, as the surgeon attempted to grasp the eea sizer, the end of the babcock broke off. The procedure was completed with another like device with no patient consequences reported.